Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was in the pre-plunger deployment state with blood present in the device. Both cuffs were in the foot pockets with their tabs intact. The sheath was kinked distal of the suture bearing and also 2 cm proximal of the distal tip. During testing the device was loaded over a 0.035 guide wire after coagulated blood was cleaned from the device indicating that the guide wire loading was not a contributing factor in the event. Based on the investigation findings the reported difficult insertion experience is confirmed. The damage detected indicates the device was inserted against excessive resistance causing the guide to break. Based on the findings of this investigation the most probable root cause for the damaged sheath and subsequent failure to achieve hemostasis is related to the operational context during use of the device. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion, the sheath portion of the device "kinked up on itself". The device was removed and the site was rewired. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.